Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary #the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. There was a patient alert for out of tolerance sub-threshold lead impedance on 2013 (B)(4). The daily pacing lead trend data showed an increase for bipolar impedance from 1007 to 4047 ohms peak between 2013 (B)(4) and 2013 (B)(4). There were fifteen ventricular non-sustained tachycardia events of less than or equal to 210 ms on 2013 (B)(4). There was a short interval counts (sic) of 651 in 1.88 days between 2013 (B)(4) and 2013 (B)(4). (B)(4).

Event description:
It was reported that during patient follow-up high impedance and a high number of short interval counts were observed on the pacing portion of the implantable defibrillation lead. It was determined these observations could indicate a lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.